Event description:
On (B)(6) 2005, the pt was implanted with two gore excluder aaa endoprosthesis to repair an abdominal aortic aneurysm. The pt returned for one appointment, and then was lost to follow-up until 2012. On (B)(6) 2012, the pt underwent a follow-up computed tomography that revealed a distal type I endoleak and a type ii endoleak from some lumbar arteries, with aneurysm growth. Which device had the distal type I endoleak is unknown. On (B)(6) 2012, the pt underwent a reintervention where two contralateral leg components were implanted. The type I endoleak was resolved; however, it is unknown if the type ii endoleak was. The pt will continue to be monitored.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.